Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting far field oversensing on atrial tachy response (atr). Technical services (ts) was consulted and recommended optimization. The device remains in service. No adverse patient effects were reported.